Manufacturer narrative:
The event was reported as a product problem because the issue involved a tear in the sterile drape, which constitutes a device malfunction. Although the patient developed a postoperative infection requiring a dair procedure, the available information does not establish a causal relationship between the drape tear and the infection. Postoperative infections can occur for multiple reasons unrelated to the device.

Event description:
It was reported by the customer that during a total knee replacement (tkr) procedure utilizing the velys robotic system, the plastic cover of the robotic saw reportedly broke, resulting in a potential contamination of the surgical field. The customer indicated that this incident may have contributed to an early postoperative infection. Following the procedure, the patient developed an infection that required a debridement, antibiotics, and implant retention (dair) procedure. Based on the information provided, a causal relationship between the reported device issue and the infection has not been confirmed.